Event description:
Two hemoclips were successfully deployed onto the visible vessel and no further bleeding was seen. After deployment of first clip, the loading device appeared to get stuck in the duodenal mucosa. There was a small hook at the end of the catheter that appeared to be lodged. The hook was easily pulled and a small amount of blood was seen with a very small mucosa tear seen in duodenal bulb just distal to the ulcer. The surgeon administered a 3 ml epinephrine injection and the bleeding appeared to stop. Upon further flushing, there was no damage. The ulcer itself was flushed. The vessel appeared to be clamped with a hemoclip and no further bleeding was seen. There was some old clotted blood in the area.